Event description:
Initial results for two patient glucoses were 43 and 6mg/dl. When repeated, the results were 124 and 83mg/dl respectively. The incorrect results were not reported. The field service rep repaired the analyzer by replacing both reagent probes and servicing the dispensing system.